Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms. A review of the device data showed the impedance had been steadily increasing over the last month. Additionally, potential intermittent capture of the lv was noted on the presenting and stored electrograms (egms). Boston scientific technical services (ts) advised testing the lv lead further and suggested possible reprogramming options. Isometric testing was done and resulted in noise on the lv egm. The physician opted to continue monitoring at this time as the lv lead is not needed for sensing for this patient, the threshold measurements are still normal, and the patient is monitored via the remote monitoring system. This product remains in service. No adverse patient effects were reported.